Event description:
The customer states that they received a false negative result using the ortho provue on a sample that was positive in manual gel. No erroneous results were reported.

Manufacturer narrative:
The customer confirmed with cts that the daily qc is acceptable. The customer confirmed with cts that visual inspection of the gel cards showed that the reactions were clearly negative. When the customer tested the same sample in the manual gel method using the same lot of reagents a 2+, reactivity was noted with cell #1 and cell #2. The customer proceed to work up the antibody using the tube method and determined that the patient has a warm auto with no specificity. (B)(4). Service not requested.